Event description:
It was reported that a revision surgery was performed. The case came up in context of a (B)(6) follow-up of (B)(4) study which was initiated by the surgeon and not by smith & nephew.